Manufacturer narrative:
Additional information has been requested, and if received, will be submitted on a supplemental report. This event created a serious injury in the past and will be reported as a malfunction.

Event description:
It was reported that "doctor put on a proximal lateral tibia locking plate. As the doctor tightened down on one of the screws, the head sheared off". No adverse consequences reported.